Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): "the clients meds leaked onto the pump and it no longer works. Won't even turn on. Type of drug:u nk. Human harm: no. Delay in therapy: no. Need for medical intervention: no."

Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): "the clients meds leaked onto the pump and it no longer works. Wont even turn on. Type of drug:unk. Human harm: no. Delay in therapy: no. Need for medical intervention: no".